Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was 7/31/2007 however, the manufacturing site has provided the date as 2008 (only year provided). Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with blurry visual acuity in both eyes. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of eye dryness however, patient was not diagnosed with dry eye syndrome. Patient reported symptoms are not interfering with daily activities and collagen plugs were installed in both eyes. Bcva from (B)(6) 2017: right eye pre-op 20/20 4.00 x -1.00 x 10, left eye pre-op 20/20 2.25 x .00 x 90. Bcva from (B)(6) 2017: right eye post-op 20/20 .75 x -.50 x 5, left eye post-op 20/20 .25 x -.25 x 38. During follow up with the doctor he reported that patient had some light sensitivity and was put on the standard predgatifloxicin combo drop and was given steroids for an extra week. Doctor reported that patient seems to have some undercorrection for the hyperopia as it appears 80% of the original prescription remains. It was also reported by the account that patient increased the steroid regimen that was originally given on his own accord and there was no previous history of dry eye.